Manufacturer narrative:
Investigation summary: no product returned. Asae/major bleed: the cause of the access site adverse event was user related as the act was high (250) at the time of bleeding while on antiplatelet therapy (cangrelor) and the access site oozing resolved with manual pressure.

Event description:
An impella cp was inserted via right femoral artery in a 86-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. After transfer to the intensive care unit, oozing was observed at the impella access site. Manual pressure was held to achieve hemostasis. The next day, care was withdrawn and the patient expired. The reported bleeding may occur in the setting of impella cp support and vascular access requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation, and device position. The device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d and the decision was made to withdraw care.